Manufacturer narrative:
Since the original report was filed the investigation into the reported hemolysis has concluded. The medical center in japan did not return any impella product for benchtop analysis and hemolysis testing. Only the clinical report could be evaluated. The evaluation determined the hemolysis to be due to improper pump positioning, and as such is user related. The failure mode will be monitored and trended. Of note the IFU states the following: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Manufacturer narrative:
The complainant in japan discarded the impella cp at the time of explant and care escalation to the 5.5 pump. There can be no benchtop analysis to root cause via hemolysis testing. As such, no root cause is determined, but should the team in japan furnish more clinical details that lead to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note in the IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿

Event description:
The medical center in japan had an impella cp support in which there was positional issues and hemolysis. The hemolysis was confirmed by the team by the urine color change. The pump was prematurely explanted and replaced/escalated to the impella 5.5 pump. The support was for 5 days.